Manufacturer narrative:
Cec adjudicated mi as a non q wave mi (target vessel) 3rd udmi spontaneous in the lad. Cec adjudicated the mi event date as (B)(6) 2019. Cec adjudicated the revascularisation as a tlr percutaneous intervention that was clinically driven. Cec commented that film was reviewed showing edge stenosis. The cec adjudicated the revascularisation event date as the (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx stents were implanted into the lad. Approx 4 months post index procedure, the patient suffered nstemi. The patient was treated with implantation of a resolute onyx stent in the lad. The patient recovered. The investigator assessed the event as not related to the index device or anti-platelet medication. Safety assessed the event as possibly related to the index device but not related to anti-platelet medication.